Event description:
It was reported that the patient had a spike on a pressure bag that came loose and sprayed saline over the power module. All devices were unplugged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The power module (serial number: (B)(6) ) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The unit was opened to check for any fluid damage; however, none was observed. The power module was functionally tested and was found to operate as intended without any issues or alarms activating. The unit was returned to the customer and is ready for patient use. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate power module (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2023. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.